Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis of the pump found no anomalies. Analysis of the catheter found that there was difficulty with the sc connector that led to an explant and there were coring/tears/cuts in the seal which met the analysis leak criteria. Eval code-conclusion updated on the catheter.

Event description:
The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2016-dec-15. It was reported that the issue was resolved following the pump replacement. The patient's infusion drug information was provided. The patient was receiving lioresal at 2000 mcg/ml and 275 mcg/day.

Manufacturer narrative:
The event was incorrectly reported as a serious injury and has been updated to a device malfunction. Corrected information: should be product problem and not adverse event and product problem. Intervention req. Box should not be checked. Should be marked as malfunction and not a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing unknown medications. Indications for use included intractable spasticity and cerebral palsy. It was reported that during a pump replacement on (B)(6) 2016, the sutureless connector was difficult to remove from the pump. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.